Event description:
Customer reported that a patient presented with redness and subsequent wound breakdown five days following acl surgery. The patient was prescribed antibiotics and underwent debridement with subsequent daily treatments with dextrose 5% normal saline. The patient then underwent a secondary wound closure one month later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.